Manufacturer narrative:
It is indicated that the meter is not returning for evaluation. Therefore, in-house testing with the reported lot was performed. In-house testing on strip lot 384909a met release criteria. The product performed as expected. A review of the manufacturing records for lot 384909a did not uncover any non-conformances. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Three unexpected high inratio results were reported via phone call. The results were as follows: (B)(6), inratio=4.0, (B)(6), inratio=3.8, (B)(6), inratio=5.4. No dose changes were reported on any of the days listed above. The reported therapeutic range was: 2.0-3.0. It was reported that the patient's inratio inr was usually around 2.5.